Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 133 mg/dl at the time of the incident. The customer stated receiving a low battery alarm, he went to change the battery the battery cap just snapped off. The battery is still in the pump and cannot be removed, pump us corroded from where the battery cap popped off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents and verify low battery alarm, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump received with minor scratched lcd window, broken battery tube threads, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.